Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. Additionally, migration was ruled out via x-ray and the reason for the bump is unknown. The stimulator is used to treat pain. The cause of the reported issue is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported a small bump at the incision site and getting 25% pain relief. The device was reprogrammed and the patient is currently doing ok with therapy. However, the bump has not resolved.

Event description:
The patient reported a small bump at the incision site and getting 25% pain relief. The device was reprogrammed and the patient is currently doing ok with therapy. However, the bump has not resolved.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. Additionally, migration was ruled out via x-ray and the reason for the bump is unknown. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.